Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the device usb connection" warning, stating that the usb memory stick is not plugged into the tempus usb socket. The device was in use during this event; however, no health consequences or impact were reported.